Event description:
Clinical study. It was reported that 486 days after a coronary drug eluting stenting treatment procedure, the pt expired. The indication for the index procedure was an acute myocardial infarction occurred one day prior to the procedure. The index procedure treated a 3.5x18mm, 80% stenosis lesion in the saphenous vein graft to 2nd obtuse marginal branch (svg to om2) with direct placement of a taxus express2 3.5x20mm drug eluting stent, reducing stenosis to 0%. The pt was discharged the next day on aspirin and plavix. The site learned during the two year follow-up that the pt expired 486 days post index procedure. The cause of death is cardiopulmonary arrest. It is unknown if the target vessel was involved. The investigator's assessment of device causality is also unknown. No autopsy was performed. No further information is available at this time.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.